Manufacturer narrative:
H3: evaluation determined that the device was overheating and the maximum temperature was measured to be 123.26f. The likely cause of the failure could not be able to be determined. It was also noted that deterioration of tube marking observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 set was overheating and overheating again in december. It was also reported that there was no patient impact. It was also reported that there is no intervention and the reported product was continued to be used and the procedure was completed.

Manufacturer narrative:
H3:product analysis: evaluation determined that the device was overheating and the maximum temperature was measured to be 123.26°f. The likely cause of the failure as distal bearing broken. It was also noted that bearing detached, deterioration of tube marking observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.